Event description:
A hospital in (B)(6) reported that the front fascia and valve assembly of an neopuff infant resuscitator has a "broken tube". This was reported prior to patient use.

Event description:
A hospital in (B)(4) reported that the front fascia and valve assembly of an neopuff infant resuscitator has a "broken tube". This was reported prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff front fascia and valve assembly was returned to the manufacturer and visually inspected. Results: the visual inspection revealed the section that connects the centre manifold to the manometer was broken. Inspection of the broken section indicates that it was a uniform break (not a gradual fracture). A lot check revealed no other complaints of this nature for this lot number conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. Only the front fascia and valve assembly was returned and without the return of the complete unit we are unable to determine the root cause. However, it is possible that the damage was caused by impact damage. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." In addition the neopuff set up procedure states the user must check the settings by testing the pressure output from the neopuff at the desired flow rate "prior to every use of the neopuff to ensure that the device is functioning correctly".

Manufacturer narrative:
(B)(4). The complaint device has recently been received by the manufacturer, evaluation is anticipated. We will provide a follow up report upon completion of our investigation.